Event description:
The manufacturer received information alleging a malfunction of the device's lcd screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd needs replaced to address the issue.